Manufacturer narrative:
(B)(4). Email address for contact office in fields above is: (B)(6). Discrepant negative reactions in antibody screening for a patient sample with a known anti-e (rh3) antibody. Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed.

Event description:
On (B)(6) 2022, a customer complained to orthocare after obtaining discrepant negative antibody screening results for one patient using 0.8% selectogen lot vs412 in conjunction with their ortho vision-ID mts analyser. Complainant/complaint reporter: (B)(6) laboratory supervisor. Date of events: (B)(6) 2022. Reported on: (B)(6) 2022 by the customer to the orthocare helpdesk. Reagents: 0.8% selectogen (product code 6902315; lot vs407; expiry 25 jan 2022; manufactured 23 nov 2021); 0.8% selectogen (product code 6902315; lot vs412; expiry 22 feb 2022; manufactured 21 dec 2021); ortho mts anti-igg card (product code mts084024; lot 072721001-01; expiry 22 may 2022; manufactured 10 aug 2021). Patient information: historically known to have a warm autoantibody. Confirmed anti-e (rh3) antibody. Anaemia, neutropenia & atherosclerosis. Patient has received frequent transfusions for the past three months. The customer reported that, on (B)(6) 2022, they had tested two samples from the same patient for antibody screening using mts anti-igg card lot 072721001-01 and 0.8% selectogen lot vs412 in conjunction with their ortho vision ID-mts analyser (B)(4) and that they had obtained negative results with both of the screening cells for both patient samples. The customer reported that they had carried out the same testing for the two samples on their alternative ortho vision ID-mts analyser (B)(4) using the same gel card lot and alternative 0.8% selectogen lot vs407, and that they had obtained positive (1+) reactions with cell 2 of the red cell reagent for both patient samples. The customer reported that they had then tested the patient samples for antibody identification (captured in qerts (B)(4)), where they had also obtained negative results with all of the panel cells, but a positive autocontrol result. The customer reported that they had sent the patient samples to a reference laboratory for additional testing, and that an anti-e (rh3) antibody was identified. No further detail is available. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported events.